Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a rechargeable device inserted on (B)(6) 2014. Post-operative impedances were high for 3+c and 0+3 and were low for 1+2.

Event description:
Additional information stated ¿the issue was a short in the system.¿ it was noted the ¿patient had a new ipg (implantable pulse generator) [implanted] and was receiving effective therapy¿ at the time of follow-up. It was additionally noted that ¿no further troubleshooting was done.¿

Manufacturer narrative:
.